Manufacturer narrative:
Date of onset for the patient¿s adjacent level disease is unknown. This report is for four (4) unknown click¿x locking caps. Additional product codes for this report include: mni, nkb, kwp, and kwq. The complainant parts were not explanted during the revision/extension procedure on (B)(6) 2015. The complainant parts are not expected for return. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an extension/revision procedure on (B)(6) 2015 due to adjacent level disease. The original fusion procedure, which was completed on an unknown date, addressed levels l5-s1. The revision extended the fusion to l4-5. The procedure was successfully completed with a five (5) minute surgical delay due to instrument (screwdrivers) related issues. No additional information available. This report will address the reason for the revision only. The intraoperative issue with the screwdrivers has been captured in and reported under (B)(4). This report is for four (4) unknown click'x locking caps. This report is 3 of 3 for (B)(4).